Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent partially deployed could be confirmed, as it was returned in a partially deployment stage. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. During analysis of the device, the stent did not expand when full deployed. Stent expansion rates can be affected by compression, time, temperature, and humidity. Slower expansion is most common in larger stent sizes because they undergo the greatest compression within the catheter delivery system. As diameter increases, the stent is packed more tightly, which influences how it behaves once released. All stent sizes may show variation based on the degree of compression during loading. Larger diameters require more compression, smaller ones less, but any size can be impacted. Higher compression can temporarily reduce the unconstrained opening dimension compared to manufacturing specifications, resulting in slower initial expansion until the stent reaches its intended shape. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis. A photo provided by the customer shows the stent failing to deploy. The handle was in the second position; however, the outer sheath did not fully retract and appeared only slightly retracted. A kink was observed near the luer, with no additional handle or sheath damage. High resistance was encountered during slider retraction. Upon attempted deployment, the proximal flange expanded, but the distal flange and saddle did not. Stent braid twists and folds were observed. The stent expanded to its intended shape in a warm water bath. Coating buildup was present within the stent lumen. X-ray imaging showed the proximal portion of the stent near the ro marker, indicating proximal shift relative to the sheath. No additional damage was identified. Risk review: a risk review was completed and confirmed that the event of "stent partially deployed" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause linked to device but unable to trace more specifically. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trangastric to treat a cholestasis in pancreatic tumor through a biliary drainage during an endoscopic ultrasound (eus) choledochobulbostomy procedure performed on (B)(6) 2025. During the procedure, the puncture of the bile duct was performed successfully, however, the first distal flange could not be unfolded, it did not deploy. The physician waited at least 5 minutes and carefully moved the delivery system back and forth, but it was unsuccessful. As a result, the stent was removed and an ovesco clip was used on the puncture site. A wire was then inserted into the bile duct through the axios catheter and advanced to the papilla. Subsequently an endoscopic retrograde cholangiopancreatography (ercp) was performed to complete the procedure, in which a covered metal stent was placed to seal the bile duct. There were no patient complications reported as a result of this event. Note: a photo has been provided showing that the stent was partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trangastric to treat a cholestasis in pancreatic tumor through a biliary drainage during an endoscopic ultrasound (eus) choledochobulbostomy procedure performed on (B)(6) 2025. During the procedure, the puncture of the bile duct was performed successfully, however, the first distal flange could not be unfolded, it did not deploy. The physician waited at least 5 minutes and carefully moved the delivery system back and forth, but it was unsuccessful. As a result, the stent was removed and an ovesco clip was used on the puncture site. A wire was then inserted into the bile duct through the axios catheter and advanced to the papilla. Subsequently an endoscopic retrograde cholangiopancreatography (ercp) was performed to complete the procedure, in which a covered metal stent was placed to seal the bile duct. There were no patient complications reported as a result of this event. Note: a photo has been provided showing that the stent was partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a cholestasis in pancreatic tumor through a biliary drainage during an endoscopic ultrasound (eus) choledochobulbostomy procedure performed on (B)(6) 2025. During the procedure, the puncture of the bile duct was performed successfully, however, the first distal flange could not be unfolded, it did not deploy. The physician waited at least 5 minutes and carefully moved the delivery system back and forth, but it was unsuccessful. As a result, the stent was removed and an ovesco clip was used on the puncture site. A wire was then inserted into the bile duct through the axios catheter and advanced to the papilla. Subsequently an endoscopic retrograde cholangiopancreatography (ercp) was performed to complete the procedure, in which a covered metal stent was placed to seal the bile duct. There were no patient complications reported as a result of this event. Note: a photo has been provided showing that the stent was partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.